Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported on 30jan2019, the entire system was extracted due to erosion of the pocket that was exposed completely outside of the skin. A new pacemaker (ll00), and lead (7742/866550) were implanted on the right side. No further adverse patient effects were reported.